Event description:
(B)(4). Fatigue, headaches, weight gain, bleeding 2 times a month, back pain, sharp pains in my stomach.

Event description:
#Medwatcher #followup 1 #FDA mw5060547 #(B)(4). Forgot to mention they found 4 in my x ray. I am having surgery (B)(6)! Having a "spingtaomy" and might have a parcel hysterectomy if things don't go smooth.!

Event description:
(B)(4). I also had swollen feet and rashes and hives we also found 4 coils in my x ray (B)(6) 2016!! Had my tubes and coils removed (B)(6) 2016 we found a total of 6 to 7 coils waiting on the final report with exact count I also send to get my records from the implanting doctor it said she put in 8 coils total instead of 2! So I am hoping they found all 8 beside the 4 we already seen on the x ray 3 days post op my swollen feet went a way I have not broke out in any rashes or hives since. I basically poisoned my body with all the coils in me glad I got them out.